Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter was not known at the time of the event. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site had difficulty registering and they have had multiple failed registrations with the emitter and optical. There was less than an hour delay in the procedure. No impact on patient outcome.